Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device marketed under p140016. (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the following devices were implanted to the patient on (B)(6) 2017: zta-p-38-167. Zta-p-38-34-167. Zta-p-34-209. Type 1a endoleak was observed in zta-p-38-167 l. Patient outcome: no adverse effect on the patient was reported due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the following devices were implanted to the patient on 18may2017: zta-p-38-167, zta-p-38-34-167, zta-p-34-209 to treat a thoracic aortic aneurysm. The sales representative reported that type 1a endoleak was observed in zta-p-38-167 in march 2021. Per additional information requested it was reported that the complaint device was implanted behind the left common carotid. It is reported that no additional treatment is performed due to the endoleak. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. A five-year post implantation cta was provided and reviewed by an imaging expert. Per the findings in the imaging review, "the zta-p-38-167 was implanted distal the left cca covering the lsa in a severely tortuous descending taa. A left cca to lsa bypass had been performed. The proximal lsa was not embolized or ligated. The origin was filed with a short thrombus plug up to the graft fabric." And "the zta-p was constrained to 34.6mm despite the adjacent endoleak increasing the total lumen diameter to 38.2mm. A wavy intimal flap was present in the endoleak." Based on these findings the imaging reviewers impression is "the complaint of type ia endoleak is confirmed. The findings of flow outside of a constrained sealing stent and into the aneurysm sac can only be satisfied by a dissection superimposed on the pre-existing true aneurysm rather than true aneurysm progression. This conclusion is further illustrated by the wavy intimal flap in the aneurysm sac consistent with the dissection¿s exit tear. In a true aneurysm, the sealing stent would have expanded to 38mm and prevented the endoleak. Instead, only the true lumen intima of a dissection could constrain the sealing stent and allow an endoleak. The leak entered the false lumen just proximal the sealing stent and flowed outside of the true lumen intima constraining the sealing stent. The leak then exited the false lumen into the aneurysm sac through an intimal exit tear. Only then did it constitute a type ia endoleak rather than a perfused but blind ending false lumen." As per additional input from the imaging reviewer, the entry tear was located at the sealing stent edge, however a causation cannot be determined. Only a five-year post implantation cta is provided and no pre-procedure or earlier post-implantation images are provided. During the investigation it was found that the endoleak is related to a entry tear/dissection, it has not been possible to establish the cause for the entry-tear. Cook will reopen the investigation if further information or images are received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.